Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into the left upper limb bronchial vein patient in the adult ICU. The vein was channeled with a little blood return and the guide wire was inserted softly. The position of the guide wire was verified into the blood vessel and it was not intravascular. During removal, the wire would not come out easily but it was not forced. They attempted to remove the needle and the guide wire at the same time but it would not come out. When the needle was removed softly an echography showed that the tip of the guide wire separated and was in the subcutaneous tissue. The wire fragment was not removed from the patient.